Event description:
Stone retrieval basket was opened for use. The doctor was testing the device prior to use on the patient and the device would not retract into its sheath after several attempts. The surgeon used force to retract the basket. The surgeon decided not to use this device on the patient and it was removed from the field.